Event description:
The pt received two injections of the three-injection regimen of orthovisc in his knee. After each injection, he allegedly had a low grade fever and chills. The pt was treated with a steroid, and it was later confirmed that there was no fever after the second injection.

Manufacturer narrative:
A batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.